Event description:
The patient was being treated as a result of an acute myocardial infarction in a coronary artery. The diver aspiration device was inspected prior to use with no issues noted. However, it was reported that, during the procedure, the diver device could not suck despite several attempts. Procedure was successfully completed with another diver device. Patient post operation appeared overall ok. Evaluation summary: traces of blood were detected on the shaft. One kink was detected on the median tube (at 8 cm from exit port) a 0.80 mm stylette was inserted all proximal shaft length long and no obstruction detected, only on the kinked zone friction was felt. Three aspiration tests were performed connecting the device to a syringe while the distal part was put in a becker filled by red water. The results of the test was 82 ml/min (the spec average aspiration data for diver 6 f is 98 ml /min).

Manufacturer narrative:
Evaluation, results: related to operational context-aspiration difficulty was caused by kink in device which most likely occurred during the procedure. Conclusion: operational context caused or contributed to the event-aspiration difficulty was caused by kink in device which most likely occurred during the procedure. (B)(4).